Event description:
It was reported that the reservoir leaked insulin. Incident occurred two weeks ago. Insulin leaked from the pcap. The blood glucose reading is 153 mg/dl. Customer checked the blood glucose reading and noticed the leak. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.